Event description:
An issue occurred w/ a passport v which caused an interruption in spo2 monitoring. No injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the spo2 module. Unit was calibrated and safety tested to factory's specs.